Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00418. The reported complaint was confirmed. The manufacturer's technical support advised the customer on how to clean the cooler heater unit. The customer has been using cidex to clean the unit. The rubber hoses can deteriorate due the chemical reaction with cidex. The customer stopped using this product about a year ago and started using what the manufacturer recommends (interchlor). This issue was found during daily chlorination testing. This has been an ongoing issue since they switched to the chlorination cleaning protocol per the ccp. A MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit has black debris floating in tank and the cooling bar was rusting (refer to medwatch # 1828100-2016-00418). There was no patient involvement.